Manufacturer narrative:
The device has not been evaluated; therefore, 3m is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is a y connector leak. Excessive handling or stress put on the y connector tubing connections can result in a leak. A review of the batch record found no deviations that could have caused or contributed to the reported malfunction. There are no adverse trends for y connector leaks. 3m will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the first bifurcation after the bag spike. The malfunction occurred while priming for a blood transfusion for a hypovolemia patient. The patient was not impacted and no injuries or medical interventions were required due to the alleged malfunction.